Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging memory loss and headache. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging memory loss and headaches. The patient also reports that the device is very loud and will not turn on is or not functioning.an issue related to a CPAP device's. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown reddish-brown contamination on the top enclosure under the right-side accessory door, slight dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port, unknown white powder type of contamination at the air input of the blower box at the filter area, fibrous or lint type of contamination inside the bottom enclosure and on the iso port o-ring seal, slight black contamination at the blower seal of the blower box that is consistent with the keratin contamination observed, dust-like and contamination was observed on the blower outlet seal, unknown white powder or dust-like contaminant on top of blower motor and on the inner rim of the bottom of the blower motor. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected. Sections d8, d9, h2, h3, h6 has been updated in this report.